Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "laser beam escaped from the connecting cable" at 214 joules. A turp was performed to complete the case. No injury to patient.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber is broken, parted at connector. The detached distal fiber portion is severely burnt and melted. The fiber cap exhibits detritus and contamination, likely biologic buildup. The fiber cap is detached separately from the detach fiber portion. The outer flow tube portion is melted and burnt. Based on the analysis above, the potential for forward firming may exist. The most probable root cause that contributed to this failure was suspected to be user handling and excessive bending. The product was from customer inventory.